Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient was admitted on (B)(6) 2016 for hypercalcemia of malignancy and squamous cell carcinoma of the lung with diffuse metastasis. Due to poor prognosis the patient was transferred to inpatient hospice and subsequently died on (B)(6) 2016. The site reported the patient's death was not related to the superdimension device or the enb procedure.